Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus tachycardia and heart rate "would drop" to 60. The patient also experienced vertigo, hallow feeling in chest and palpitations. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The implantable pulse generator (ipg) was reprogrammed and remains in use. The ra lead was turned off. No further patient complications have been reported as a result of this event.